Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger; product ID 3 7743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient. It was reported that the implantable neurostimulator quit working and that it had been lying dormant since probably back in 2010. It does not work and needs to be replaced. The patient thinks that she could really use the stimulation therapy now because as she progresses, her neuropathy gets worse. The patient has lost so much weight that it hangs and she cannot get any help with it.

Event description:
It was reported that the patient was never able to use their implant. The device never held a charge and had quit working. The patient stopped charging and gave up using the device. The patient noted that ¿things got progressively worse¿ and wanted to use their device again but since they had not been charging they were unable to connect to charge it. It was suspected that the device was overdischarged. No intervention was provided however additional information has been requested and if received a follow-up report will be sent.

Event description:
It was further reported that the device was trickle charged as it was not used for 6 years. The patient now had to recharge daily. If additional information is obtained, a follow up report will be sent.